Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction or nonconformance, that contributed to the reported event. At this time the cause of these event is not clear, and causality has not been confirmed. No further information was received. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Tablo cartridge instructions for use (IFU) warning: ensure all connections are secure before use and monitor for leaks regularly during patient use. Blood loss can result if connections are not secure and during the dialysis treatment, monitor the lines and check for leaks. Machine alarms may not occur in every blood loss situation. A review of production records for this lot number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that there are hospital utilization of tablo dialysis machines and blood lines from lot numbers with known problems. Use of these products and equipment is exposing critically-ill patients to unnecessarily hazardous conditions involving risk of significant blood loss, hemolysis, air embolism, and systemic infection. Faulty blood lot lines are causing blood leaks internally and externally. Internal blood leaks are nearly undetectable, leading to an unknown level of contamination. Since machines are not patient-specific, individual patient exposure to potential blood borne pathogens, such as hepatitis b, is increased. Hospital use of expired acid baths for dialysis treatments and sharing of single-use dialysate baths between multiple patients when stock is low.